Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl, for which the customer treated with 63 units of insulin via the insulin pump. He stated that he treated for about an hour, and his blood glucose finally lowered to 325 mg/dl by the time he was hospitalized. He did not exhibit any symptoms of high blood glucose. He noted that he had been stressed on the night prior to the event. He was wearing the device at the time of admission. He stated that there may have been something wrong with the insulin pump but was unable to troubleshoot the issue, stating that he had to get off the phone call due to being at the hospital. He requested replacement of the insulin pump. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing, including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The unit was also received with a cracked case at the battery tube threads and a minor scratched liquid crystal display window.